Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A complete lead was returned for analysis. External insulation abrasion was noted from 8.4 cm to 9.4 cm from the connector pin. One of the cable lumens was melted and separated at this location, consistent with friction against the pulse generator can. Further external insulation abrasion was noted from 9.8 cm to 1.06 cm from the connector pin consistent with friction against the pulse generator can, from 8.3 cm to 8.7 cm from the distal tip, and from 9.1 cm to 9.4 cm from the distal tip, consistent with friction against another implantable device or feature of the patient's anatomy. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.